Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was confirmed. The backup disk was installed and the boot problem was corrected. It was also noted that the collimater leaves would not fully open and the collimater cover was on backwards. Reinstalled cover correctly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the table on the 2600 system would not boot. No patient injury reported.